Manufacturer narrative:
(B)(4). Visual inspection noted that the returned lens was stuck to a piece of paper by tape. No further evaluation was possible due to the lens receipt condition. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The device was returned to the manufacturing site. Visual examination showed that the intraocular lens was cut in half, which is consistent with a lens that has been explanted. Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient had intolerance to halos around light. The intraocular lens was explanted. No further information was provided.